Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon was not reproduced, a kink on the cable, cut on the boot, and watertightness failure were confirmed. Therefore, it is possible that an abnormal image occurred temporarily due to a failure inside the cable or faulty charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the user facility and no further event information was provided. The device was returned for evaluation. During visual functional testing, the reported issue was not confirmed; the device relayed a visible image. Visual examination showed that the device cable was twisted. In addition, the cable was punctured and no longer water tight. It is possible the device issue occurred due to the cable damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head relayed a bad image. The customer reported the issue was found during reprocessing. No patient involvement reported. See related reports with patient identifiers (B)(6).